Manufacturer narrative:
Review of customer data revealed that bun and cr-s results were also suppressed on the dxc analyzer, due to calibration errors. Customer reported they were getting cc cuvette not dry messages, and they discovered a "puddle" in the black drip tray and also on the reaction wheel cover near the a probe. Customer indicated that they resolved the leak by re-tightening the plunger guide at the bottom of the syringe. The customer stated that they replaced the reagent syringe on (B)(6) 2011 during the day (event occurred during night shift) and may have "neglected to tighten it sufficiently". The customer also stated that they replaced several reagents that would not come into qc range and they are in specification now. Service was not dispatched for this event; customer was able to successfully troubleshoot the problem. A loose reagent syringe is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous glucose (glu) result generated by the unicel dxc 600 pro synchron clinical systems for one patient sample. The original glucose result was 1mg/dl. The specimen was retested on a different instrument and a result of 169mg/dl was obtained. The lab repeated all other patient samples on the different instrument back to last acceptable qc run that were tested on dxc 600 pro analyzer to verify results; all results were acceptable per the customer. The results were not reported out of the lab. Patient treatment was not affected.